Manufacturer narrative:
The device was returned to zoll medical corporation; the customers report that the multi-function connector was missing was not duplicated, it had fallen down into the device, appearing that it was missing. The malfunction was duplicated to a faulty connector panel. The multi-function connector panel was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable connector on the device was missing and no multifunction cable could be connected. Complainant indicated that there was no patient involvement in the reported malfunction.